Event description:
It was reported that device issues occurred requiring additional intervention. The target lesion was located in the tortuous and heavily calcified right coronary artery. After placement of two guide catheters and two guidewires, pre-dilatation was performed using multiple balloons. A 5.00 x 24mm synergy megatron drug-eluting stent (des) was introduced but after the stent was implanted, deflation issues occurred, multiple negative deflations were performed, however, when removing the catheter from the stent, the catheter broke off inside the patient and had to be retrieved with a snare. The procedure was completed with an alternate device. There were no patient complications and the patient fully recovered.